Event description:
It was reported that a post market clinical study patient with multiple myeloma underwent a kyphoplasty procedure on level t10. An x-ray performed postoperatively revealed cement extravasation superior to level t9. There were no patient complications. No add'l info was reported.

Manufacturer narrative:
Method - other; device not returned, f/u with rep.